Event description:
The account alleged the nurse call was not alerting at the nurses' station. No patient impact.

Manufacturer narrative:
The technician found the communication cable was damaged. The technician replaced the communication cable to resolve the issue.